Event description:
It was reported through a merlin.net transmission that the device exhibited post-paced t-wave oversensing on the ventricular channel. It was later a symptomatic patient presented in the ER with chest pain. Upon interrogation, non sustained right ventricular oversensing due to post-paced t-wave oversensing episodes were observed. The device was reprogrammed and remains implanted.